Manufacturer narrative:
Additional information received from the initial reporter on 29 july 2016 and includes: the surgeon thinks the outcome of this revision will only be known in several months when the patient will have recovered normal activity. Therefore, it remains any doubt about the exact reason for the pain of this prosthesis that the mobility was on the distal part. On 29 july 2016 the medical affairs performed a clinical evaluation and commented as follows: femoral revision in cementless tha after 1,5 years. (B)(6) years old man, sporting activities. The stem looks perfectly positioned, according to report it was not mobilized and yet it was painful. The xray was probably taken not perpendicularly to the sagittal plane but I don't think that relevant information is hidden. A small heterotopic ossification is visible on x-ray, but unlikely to be responsible for the problem. To date, the root cause for this event cannot be determined. It may be aseptic loosening, but neither radiographic images nor revision surgery report are confirming this possibility. Batch review performed on 29 july 2016. Lot 143807: (B)(4) items manufactured and released on 12 september 2014. Expiration date: 2019-07-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
Revision planned 1 year and 6 months after primary due to increasing pain.

Manufacturer narrative:
On 18 august 2016, the initial reporter informed that the explant would have been available for investigation. On 08 september 2016, the (B)(4) performed a visual inspection of the retrieved item and commented as follows: the stem revealed signs of removal on neck and taper in the medial area. Some white areas, probably residuals of hydroxyapatite, were visible in the proximal walls. In the distal part some residuals of bone were noticed. In the femoral head some signs were noticed in the internal surface, while on the external surface the femoral head did not revealed particular relevant signs. From the analyzed images and the received pieces, it is not possible to determine a certain root cause of the event.